Event description:
It was reported that during a procedure to exchange a device, the physician noted that the insulation of this electrode had abraded. Additional surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Visual observation noted an abrasion in the terminal silicone sleeve, approximately 56-65 millimeters from the terminal pin. The insulation abrasion is consistent with lead-on-can contact. The poly insulation underneath is intact an undamaged. The lead passed a continuity and hipot test confirming the electrical and inner insulation integrity. The allegation made against the lead was confirmed through product testing.

Event description:
It was reported that during a procedure to exchange a device, the physician noted that the insulation of this electrode had abraded. Additional surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.